Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor.

Event description:
The customer reported via phone call that the insulin pump screen had water. The customer's blood glucose level was unknown. The customer reported they accidentally fell into the water. They customer stated that the insulin pump was exposed to moisture. Customer stated they did hear fluid when shaking the insulin pump and under the screen. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.